Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Interrogation of the pulse generator prior to the procedure noted noise reversion and high ventricular rate episodes from the right ventricular (rv) lead oversensing noise that also resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.